Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty procedure, foreign material was found. Upon removal of the device from its packaging, the physician noticed foreign material on the device. The device was not used. The procedure was completed with a different device. As no patient was involved, no patient complications occurred. The patient's condition was reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).